Manufacturer narrative:
Concomitant products: product ID: neu_ens_stimulator, product type: external neurostimulator. The device information was previously reported as an implanted ins, however at the time of the symptoms the patient had a trial device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. A healthcare provider (hcp) reported the patient's previously reported tia was not related to the device or therapy. No actions were required to resolve the tia symptoms and those symptoms had been resolved.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID neu_ins_stimulator lot# serial# unknown implanted: explanted: product type implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported via the manufacturer¿s representative (rep) the consumer previously had a different manufacture r¿s system implanted and had a tia. On (B)(6) 2017 the consumer started a trial with paddle leads in c and t and then had the batteries implanted on (B)(6) 2017. Sometime during the trial the consumer began to have tia symptoms again which had improved, but they wanted perform an MRI to verify, but it was unknown if this was related to the device or therapy since the hcp thought it could be related to the new implant or the previously implanted system. Relevant medical history includes spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.